Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer had low blood glucose of 50 mg/dl and 60 mg/dl. Customer also reported of having blood glucose of 400 mg/dl. Customer declined transfer to helpline due to not being at work and not having insulin pump available.